Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: d9, h2, h3, h4, h6, h11 corrected fields: h5 this supplemental report is being submitted to provide the results of the device's final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the probable cause of the alleged failure was an error displayed due to a faulty connector and cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image when connector to the video processor. The issue was found during device set up. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.